Event description:
It was reported that during use with the bd max¿ system, bd max¿ instrument, there was a false positive result for rif. There was no report of patient impact. Assays used: MDR-tb. Report 2 of 2.

Manufacturer narrative:
G5. Multiple 510(k): k111860, k130470. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: a failure of false positive was reported on a max instrument (p/n 441916, s/n ct1677). The customer reported that they received false positive rif results for two different patients of the MDR-tb assay. The instrument database was provided to bd service and r&d for further analysis. A bd field service engineer was dispatched and changed reader a, renormalized and ran a tb test run. There was no issue observed on reader b. The instrument was returned to the customer in working condition. This is a confirmed failure of a bd product. Bd quality did not receive any returned materials for review. Review of device history record for ct1677 is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for ct1677 was reviewed and revealed no previous complaints related to false positives. The root cause is unknown, but was resolved after renormalization of reader a. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported that during use with the bd max¿ system, bd max¿ instrument, there was a false positive result for rif. There was no report of patient impact. Assays used: MDR-tb report 2 of 2.